Manufacturer narrative:
(B)(4) evaluation findings of fiber broken within the connector. (B)(4). A flexiva 1000 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face is consistent with normal degradation. There were no signs of damage or other imperfections along the body of the laser fiber. The fiber face within the sub miniature-a (sma) connector was examined pre-disinfection and debris were found obscuring the fiber face. Post-disinfection, the debris was no longer present, and a black shadow covering approximately 80% of the fiber face was apparent. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was round and very weak with an effective transmission of 32.5%. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 1000 laser fiber was used during a procedure performed in the bladder on (B)(6) 2015. According to the complainant, during the procedure, an intermitted popping noise was heard from the laser fiber connector when the footswitch was pressed. No laser energy was produced. The procedure was completed with another flexiva 1000 laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within connector.